Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Complaint against enlite serter.

Event description:
The customer reported via phone call indicating that the insulin pump had a sensor and serter anomaly. Customer's blood glucose was 123 mg/dl. The customer stated that enlite sensor doesn't release sensor after 2nd button press and needle hub stuck in serter. The customer reported neither needle hub nor sensor is inside serter. The customer reported catch arm is not bent. The customer has experience this behavior with multiple sensors. The customer was advised to return the serter ad complete sensor. The customer was advised that we replacing senor and serter.